Event description:
It was reported that the wound drain balloon wire would not go through the channel, and it gets stuck on something. The customer had the product to return and would like replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the FDA rn number for the initial MDR was submitted as 1018233. The correct FDA rn number was 2020394. H10: g3. H11: b5, d1, d2, d2b (lit, dqy), d3, d4, g1, g3, g4, h6 (patient, device, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the guidewire allegedly would not go through the channel. There was no patient contact.